Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device failed the weight test. The complaint was confirmed and the root cause has been associated with a seal failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include deterioration of the seal material over time or an abnormality of the surface that the seal contacts. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider limb was not working. It is unknown whether the event happened during surgery and if there was a patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.